Manufacturer narrative:
Concomitant medical products: 5076-45, lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was some ventricular undersensing on the right ventricular (rv) lead. This possibly delayed the detection of therapies provided to an episode. The lead remains in use. No patient complications have been reported as a result of this event.